Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ maxguard blood collection device's male luer tip broke off inside the needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd¿ maxguard blood collection device's male luer tip broke off inside the needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that the bd¿ maxguard blood collection device's male luer tip broke off inside the needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock tip broke off inside the needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: additional information was received regarding the reported material # [mbc6010]. The following information has been updated: describe event or problem: it was reported that the bd¿ blood collection assembly with male luer lock tip broke off inside the needle. There was no report of exposure, injury, or medical intervention. Medical device brand name: bd¿ blood collection assembly with male luer lock. Common device name: blood collection set. Medical device type: fmi . PMA / 510(k)#: k172763.